Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited a gas leak sound coming from inside the equipment due to defective first regulator unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. The gas leak sound was confirmed. The definitive root cause of the error could not be determined. Olympus will continue to monitor field performance for this device.